Event description:
After bausch and lomb crystalens was implanted into my left eye, I cannot see anything further than 3 feet. Nothing is seen clearly. It is not improving. Doctors are talking about me having lasik eye surgery to correct the lens problem. It is the lens that caused the problem, not my eye. Dates of use: (B)(6) 2012 to current. Diagnosis or reason for use: cataract surgery.